Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, upon reinsertion, the device tore. No patient consequence. Case completed with another device of the same product code.